Event description:
According to the reporter, the device does not operate on battery. Ac power works fine. There was no pt use associated with the report.

Manufacturer narrative:
Customer will contact distributor for physio-control for warranty repair.